Event description:
It was reported that during a prostate procedure, fiber break occurred after 51,173j and 10:33 minutes of fiber use. The tip of the fiber was not cleaned during procedure. A second fiber was utilized to complete the procedure resolving the event. The patient's condition following procedure was reported as stable.

Manufacturer narrative:
Analysis of the device revealed that the fiber/glass cap is fractured at the uv glue zone. The glass cap distal part is detached, and it was not returned. The heat shrink tubing open end wall exhibits minor scratch marks and partially erased red octagonal sign. Based on the device analysis, the potential for forward firing may exist. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.